Event description:
"Guide catheter removed, the guide marker from the comet balloon appears to have come detached." "Catheter examined upon removal. Balloon material and guide marker were missing. Able to see in pt's left main coronary under fluroscopy."